Event description:
A medtronic representative received a report from a site that their navigation system shut-down intermittently. In trouble-shooting the ups was by-passed and the system powered back on. A site biomed representative reported that with the ups by-passed the system continued to intermittently power-off. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site (B)(4) 2014. Computer was returned, unused. RMA issued. Replacement power supply uninterruptible shipped to site (B)(4) 2014. Medtronic investigation of returned suspect power supply finds the psu would not power up when connected to ac. The internal batteries were found to be severely swollen. Electrical failure - no power - directly caused event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Replacing the ups. Issue resolved.